Event description:
A pt underwent a single-level laminectomy using a microsurgial technique (level unknown). Adcon was administered intraoperatively. A local anesthetic injection was also administered in the perispinal area prior to closure. Six weeks post-operatively, the pt returned with signs and symptoms of a cerebrospinal fluid leak. The pt then underwent a second procedure in which a pseudo-meningocele was identified and repaired. The pt was reported to have recovered without sequelae.